Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 100% occluded, mildly calcified, non-tortuous lesion in the mid circumflex (cx) coronary artery. An unspecified drug eluting stent was implanted in the target lesion. A 3.50x20mm nc trek rx balloon dilatation catheter (bdc) was then advanced to the lesion to perform post-dilatation and was inflated two times at 14 atmospheres for 40 seconds. Following the inflation, the bdc was held negative for approximately 5 seconds when it was noted that the distal tip of the balloon would not deflate properly. The balloon remained partially inflated and was not able to be pulled into the non-abbott guiding catheter, and both the bdc and guiding catheter were removed from the patient anatomy as a single unit. No additional devices were used and the procedure concluded. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.